Manufacturer narrative:
The olympus fse visited the user facility. The device was tested and the fse determined the power connector to the monitor side was damaged and caused a short in the monitor power supply. Additionally, the monitors power adapter was shorted out when the extension cable broke loose and multiple exposed leads must have touched. A new power adaptor replacement was ordered by the customer and the fse returned to the facility to replace the monitor power extension cable connector in room 4 and repaired the oter shielding on the monitor extension cables in rooms 1 and 7. The monitors were tested and worked appropriately. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility requested an olympus field service engineer (fse) to be dispatched for no power on the high-definition liquid crystal display monitor. The event was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.